Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the site and obtained the following additional information: the clamp worked normally at the start and stopped sealing halfway through the procedure. The electric arc was contained. Approximately 20 minutes after it was first used, it stopped conducting energy. No error was generated. At the time of the event, during the sealing sequence, there was a continuous tone while the pedal was pressed and three ascending fast audible tones suggesting the sealing cycle was completed successfully, but it just didn't transmit energy. There were no signs of sealing on the tissue. Realizing that the tissue was not being sealed, the surgeon stopped the procedure.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical chest anastomosis esophagectomy transthoracic procedure, the synchroseal instrument had a sealing defect, requiring a replacement. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed. The instrument lot/batch number was corrected to k11240919/0030 based on the instrument returned. The instrument cut electrode was found to be broken at the distal. The broken piece was not returned with the instrument. The silicone over mold covering the metallic part of the cut electrode was found to be damaged, and only a small part of it remained towards the proximal end of the cut electrode, with most of the over mold missing. The metallic part of the electrode was also found to exhibit thermal damage, and a small piece of metal appeared to be missing at the distal end of the electrode. The cut electrode was found to be thermally damaged. A review of the instrument logs showed that the instrument was used for 210.75 minutes and had 829 number of seal, transect events with 9 seal electrodes shorted and 6 cut electrodes shorted errors. The complaint was confirmed by failure analysis. Failure analysis engineering and design engineering teams concluded that due to this high duration of use, the probable root cause of the alleged sealing failure and damaged overmold is attributed to the broken electrode from likely component susceptibility pertaining to high duration of use. The probable root cause of the thermal damage may be attributed to the observed damaged overmold.

Event description:
Refer to h11 for follow-up information.